Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, " sensor error, " while wearing the adc freestyle libre sensor. On (B)(6) 2020 at 5 am, as a result of the customer being unable to monitor their blood glucose due to the error message, the customer experienced sweating, acting out- and moaning in his sleep, and was unable to self-treat and subsequently lost consciousness. The wife called emergency services and a blood glucose fo 27 mg/dl was obtained on the paramedic's meter. The and customer was then treated with IV dextrose for a diagnosis of hypoglycemia. The customer was then given a sandwich by his wife. There was no report of death or permanent injury associated with this event.